Event description:
As reported by the field, during aspiration, the distal part of an embovac catheter ( ic71132ca, 30975222) is approximately 10cm. It collapsed and extended. The catheter was pulled out with difficulty. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b3, b4, b5, g3, g6, h2 and h10. Section b3. Date of event: the event occurred in (B)(6) of 2023; however, the exact date of the event was not reported. Section b5: additional information received on (B)(6) 2023 indicted that the device was not re-shaped. There was no resistance with a concomitant device. The catheter came out stuck together and extended. No additional intervention was needed. There was a 5-minute procedural delay due to the event. The delay was not clinically significant. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during aspiration, the distal part of an embovac catheter (ic71132ca, 30975222) is approximately 10cm. It collapsed and extended. The catheter was pulled out with difficulty. There was no patient injury reported. Additional information received on 11-dec-2023 indicted that the device was not re-shaped. There was no resistance with a concomitant device. The catheter came out stuck together and extended. No additional intervention was needed. There was a 5-minute procedural delay due to the event. The delay was not clinically significant. The device was not returned; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30975222 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics and device selection may have contributed to the reported issues. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).